Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, while advancing the stent within the microcatheter resistance was encountered and no stent was observed upon reaching the target location. When the physician attempted to withdraw the stent only the stent delivery wire was withdrawn, and the stent was noted to be lodged within the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.

Manufacturer narrative:
D9: product available to stryker - updated. D9: returned to manufacturer on ¿ updated. H3: device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received deployed within the hub and lumen of the microcatheter. The introducer sheath and the stent delivery wire (sdw) were not returned. The device was able to be flushed. Blood was present within the system. The stent was noted to be deformed at the proximal end. All 4 marker bands were present on both ends of the stent. The functional evaluation could not be performed as the stent was returned in a deployed state. The reported event of ¿stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The reported event of ¿stent deployed prematurely during use' was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that' when the stent reached the midsection of the microcatheter, resistance was encountered. Under fluoroscopy, no stent visualization was observed upon reaching the middle cerebral artery, indicating that the stent was stuck inside the microcatheter. The surgeon withdrew the microcatheter along with the stent system and attempted to retract the stent delivery wire on the table, but the stent remained lodged inside the microcatheter and could not be pulled out. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure. During analysis, the stent was received deployed within the hub and lumen of the microcatheter. The introducer sheath and the stent delivery wire (sdw) were not returned. The device was able to be flushed. Blood was present within the system. The stent was noted to be deformed at the proximal end. The stent was the only component returned for evaluation and was received in a deployed state with deformation damage. The stent delivery wire (sdw) and introducer sheath were not returned for analysis. Resistance was reported during stent reached the midsection of the microcatheter. Although good faith efforts (gfe) responses confirm correct sheath setup and appropriate rotating homeostasis valve (rhv) tightening, it remains technically possible that the sheath was advanced too far distally into the rhv/microcatheter hub, potentially damaging the distal sheath opening and contributing to resistance during stent transfer. Conversely, an under-tightened rhv could allow proximal sheath movement, creating a gap between the sheath tip and microcatheter lumen, into which the stent may partially deploy, resulting in increased resistance and potential full deployment within the rhv. Additionally, blood was observed in the system upon flushing, which may suggest that continuous flush was not effectively maintained, despite affirmative gfe responses, and could have contributed to luminal resistance due to inadequate flow clearance. These are the possible explanations to explain the analysis findings. Based on review of all available information, an assignable cause of procedural factors has been assigned to the reported events of ¿stent difficult/unable to advance or pullback through catheter', ¿stent deployed prematurely during use¿ and analyzed events of ¿stent deformed¿ and ¿stent deployed prematurely during use¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, while advancing the stent within the microcatheter resistance was encountered and no stent was observed upon reaching the target location. When the physician attempted to withdraw the stent only the stent delivery wire was withdrawn, and the stent was noted to be lodged within the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.